Manufacturer narrative:
Investigation results: a wallstent biliary partially covered stent and delivery system were returned for analysis. The device was received not deployed with the stent fully-mounted on the delivery system.. Visual examination of the device found that, the blue outer sheath was kinked and was detached from the valve body. An examination of the handle and valve body noted that there was evidence of glue at the location of detachment. A functional evaluation found that the stent could not be deployed as received. However, it was possible to manually deploy the stent by pulling back on the blue outer sheath. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident, and that the damages observed were consistent with the application of excessive force to the delivery system. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary was to be used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the stent was partially deployed the pull wire hub on the delivery system broke. The partially deployed stent was removed from the patient and the procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary was to be used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the stent was partially deployed the pull wire hub on the delivery system broke. The partially deployed stent was removed from the patient and the procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable.